Event description:
The pacemaker involved in this MDR was implanted on (B)(6) 2006. During a follow-up on (B)(6) 2010, it was noted that the battery curve displayed was abnormal (first point observed at around 10 kohm). The curve covers a time span of roughly 4.4 years (compatible with the implant duration). However, the magnet rate indicated 96 min-1 and the battery impedance value displayed was 0.65 kohm, which is correct. Review of previous patient files dated 21 aug 2009 showed the same phenomenon: the battery curve was abnormal (very similar to what was observed on (B)(6) 2010). Again, the magnet rate indicated 96 min-1 and the battery impedance value displayed was 0.30 kohm, which is correct. Review of older patient file dated 21 aug 2008 showed a normal battery curve; magnet rate (96 min-1) and battery impedance value displayed (0.30 kohm) were normal as well.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.